Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral approach. The 30mm in length, de novo, eccentric target lesion was located in the mildly calcified, severely tortuous and 2.75mm in diameter right coronary artery (rca). The lesion contained a >45 and <90 degree bend. A non-bsc guide wire and a jr 3.5 6f guide catheter were advanced. Predilation was performed. A 2.75x32mm promus element ¿ stent was then selected and advanced to treat the lesion; however, the device was unable to cross. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found the proximal end of the crimped stent was damaged, lifted upwards and bunched distally. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the shaft polymer extrusion and hypotube shaft profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).